Manufacturer narrative:
Database recreation resolved issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that no radiation occurred due to low image disk space on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.